Event description:
I was tested 3 times for lyme disease by the (B)(6) two tier method-all negative. I then went on to develop severe arthritis and now severely disabled. Six years ago (20 years after going down with the illness) I was tested by (B)(6) lab-both were positive but by then it was too late. The damage was done. There has got to be better testing for a disease that can cause severe disability and death even. There has to be a change in treatment-long term antibiotics do help.